Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced perforation of vessels. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath (clear) - us was selected for use. After puncturing the right femoral vein, the farawave was inserted through the groin and advanced upward, but the vein was narrowed and could not be further advanced. The left femoral vein was checked, but due to tortuosity, advancement was difficult. An attempt was made again via the right femoral vein. Although the sl0 advanced smoothly, the faradrive could not pass. Despite efforts to force it through, the blood vessel ruptured midway, and the procedure was aborted due to a sudden deterioration in the patient's condition. The patient is expected to fully recover from the event. The device is expected to returned.

Manufacturer narrative:
No abnormalities were observed on the exterior of the device. The interface compatibility between the returned sheath dilator was assessed by inserting the dilator into the sheath. The dilator was able to be fully inserted into the sheath. The distal end of the shaft was inspected under the microscope. Slight deformation was noted on the distal tip. Inspection of the distal tip of the sheath with the dilator inserted found that the transition between the dilator and sheath tip was abrupt, contributing to a non-smooth insertion during femoral access. Dimensional inspection of the sheath recorded the outer diameter of the distal tip with the dilator inserted conformed to the design specification. These findings confirm that the observed abnormality at the black silicone tip contributed to the allegation associated with this event.

Event description:
It was reported that a patient experienced perforation of vessels. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath (clear) - us was selected for use. After puncturing the right femoral vein, the farawave was inserted through the groin and advanced upward, but the vein was narrowed and could not be further advanced. The left femoral vein was checked, but due to tortuosity, advancement was difficult. An attempt was made again via the right femoral vein. Although the sl0 advanced smoothly, the faradrive could not pass. Despite efforts to force it through, the blood vessel ruptured midway, and the procedure was aborted due to a sudden deterioration in the patient's condition. The patient is expected to fully recover from the event. The device is expected to returned.